Event description:
Additional information received stated that the patient was experiencing pain. On the x-ray provided, the head was not concentric in the cup. Therefore, the conclusion was head migration due to liner wear. The liner was not disassociated. Only the liner was revised. The patient was revised on (B)(6) 2020. Affected side is left.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Patient code: no code available (3191) is used to capture device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Although not returned a provided x-ray image does appear to confirm poly material wear over time. This is not unreasonable to have found after approximately 11 years implanted. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient is scheduled for a left hip revision to treat pain secondary to liner wear with femoral head migration.